Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04584188. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04584188. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04584188 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 07/03/07: methodist lebonheur healthcare. Guy russell voeller, md. Operative report. Preoperative diagnoses: recurrent incarcerated incisional hernia. Morbid obesity. Postoperative diagnoses: recurrent incarcerated incisional hernia. Morbid obesity. Procedure(s)/technique: laparoscopic repair of recurrent incarcerated incisional hernia. Surgeon: guy voeller, md. Anesthesia: general endotracheal. Findings: ¿the patient had 2 defects with incarcerated omentum and epiploic appendages of the colon. The patient weight 350 pounds approximately, and this certainly added to the difficulty in the repair. Description of procedure: the patient was brought to the operating room. After an uncomplicated inducted of general endotracheal anesthesia, the abdomen was pressed and draped in the usual sterile fashion. A veress needle was placed and pneumoperitoneum created to 4 l without complications. A 5-mm port was placed followed by the laparoscope. Two accessory 5-mm ports were placed. Adhesiolysis was then carried out by giving the omentum incarcerated tissues out of the defect. In addition, the falciform ligament was taken down and the entire anterior abdominal wall was skeletonized. Two defects were then clearly evident. A spinal needle was used to diagram the orders of the defects on the anterior abdominal wall. This was combined into 1 large defect. Four to 5 cm was added in all directions and this equaled an 18 x 24-cm piece of gore-tex dual mesh. It was brought up to the field, placed on the abdominal wall to fit the pattern. Stay sutures were then placed, 6 around the perimeter of the mesh. The mesh was rolled. Two 5-mm ports had been placed on the other side and the mesh was brought through 1 of these dilated port sites. It was placed in the peritoneal cavity and unfurled. Stab wounds were then made at the corresponding places on the skin and then the suture passer was used to bring the sutures that were on the mesh up through the entire thickness of abdominal wall. The sutures were tied in place, thus anchoring the mesh to the peritoneal surface. The tacker was then used to tack between the fixation points. Four extra sutures were then placed at the perimeter of the mesh to insure adequate fixation. With completion of the repair, we had broad overlap in all directions of the hernia defects. The operation took approximately 2-1/2 hours due to the patient¿s morbid obesity. Trocar sites were inspected for bleeding and none was seen. The carbon dioxide was evacuated and the trocars removed. The skin was closed, a sterile dressing was placed, and the patient taken to the recovery room in good condition.¿ 07/03/07: methodist lebonheur healthcare. Implant sticker. Location: abdomen. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 04584188. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmpc06/04584188) was implanted during the procedure. 12/30/08: methodist lebonheur healthcare. Guy russell voeller, md. Operative report. Preoperative diagnoses: incarcerated umbilical hernia. Supermorbid obesity. Postoperative diagnosis: incarcerated umbilical hernia. Supermorbid obesity. Procedure(s)/technique: mesh repair of incarcerated umbilical hernia. Surgeon: guy voeller, md. Description of procedure: ¿the patient was brought to the operating room and after uncomplicated induction of general endotracheal anesthesia the abdomen was prepped and draped in the usual sterile fashion. Then, 2 g of ancef were given prior to the incision. Sequential compression device (scd) boots were in place. A curvilinear incision was made below the umbilicus, skin elevated, and hernia sac entered. There was a huge amount of preperitoneal fat incarcerating the umbilical hernia and a loop of small intestine was evident. This was all reduced. Then, we encountered the mesh from a previous surgery, which was at the most cephaladmost portion of the umbilical hernia defect. There were loops of bowel adherent to this mesh and it was not possible to further free this up and delineate the defect without extending the incision laterally in both directions. This was very tedious and very difficult due to his massive size and depth of fat, but eventually I was able to get a look at the old mesh and free up the bowel that was densely adherent to cephalad and laterally as much as possible. There was a serosal tear that was repaired with some interrupted silk sutures. The medium-size ventralex patch was brought into the field. It was placed behind the muscle. We had dissected the fat off of the fascia 360 degrees to get back into good health fascia. The patch was then sewn in an intraperitoneal position behind the defect at the 12, 3, 5 and 9 o¿clock position using interrupted prolene suture. These were tied down. We had broad overlap in all directions. The mesh was abutting the peritoneal surface 360 degrees. We then closed the fascia over the patch covering to decrease the chance of infection. The skin was closed with monocryl. Compression bandage and binder were placed. The patient was awakened and take to the recovery room in stable condition.¿ 07/23/09: methodist lebonheur healthcare. Guy russell voeller, md. Operative report. Preoperative diagnoses: infected mesh abdominal wall. Morbid obesity. Postoperative diagnosis: infected mesh abdominal wall. Morbid obesity. Procedure: excision of infected mesh abdominal wall. Surgeon: guy russell voeller, md. Findings and history: ¿mr. Hester had had previous hernia repairs in the mesh with mesh. In december, he had had an umbilical hernia repair and 2 months later, the mesh because infected. He was admitted for removal of the mesh. At the time of surgery, the umbilical hernia mesh was infected. The previously placed mesh superiorly was probably involved in the infection, more than the umbilical hernia mesh, it was hard to say. There was dense adhesion formation. We were able to remove it through a small transverse incision, even though it was a huge piece of mesh. Anesthesia: general endotracheal anesthesia. Description of procedure: the patient was brought to the operating room. After an uncomplicated induction of general endotracheal anesthesia, the abdomen was prepped and draped in the usual sterile fashion. Sequential compression boots were in place. Antibiotics had been given. A transverse elliptical incision was made surrounding the umbilicus, probably 6 to 8 cm in length, including the infected skin and subcutaneous tissues. This was carried down through the subcutaneous tissues, and a thick, dense, fibrotic reaction, as is typical with infected mesh was noted. The umbilical hernia mesh, the ventralex patch, was identified. It was excised in total. Then we could see the inferior edge of the previously placed mesh for his incisional hernia several years ago. It appeared that this mesh was involved in the infection, more so than the umbilical hernia patch, but it was difficult to say for sure. We knew that he would not heal unless this was removed, so we spent the next probably 45 minutes through this smaller incision, getting this huge piece of dual mesh plus out. There were multiple tacks and sutures that had to be removed. Again, this was a very large piece. We very tediously removed each tack and carefully tried to avoid bowel injury as much as possible, but again we were doing this in a very obese man through a small hole. At the conclusion, all the patch was removed. We saw no evidence of any injury. The bowel at this time revealed no evidence of bowel contamination, etc. There was a huge, thin, rind of scar tissue. We were able to close this with interrupted pds sutures. The subcutaneous tissues were irrigated. The skin was loosely closed with nylon. A bandage was placed. The patient was awakened and taken to the recovery room in good condition.¿ 07/23/09: methodist lebonheur healthcare. Barry randall, md. Pathology. Final diagnosis: infected mesh and tissue: soft tissue with extensive fibrosis, chronic active inflammation, fat necrosis, and refractile foreign material. Synthetic mesh (gross interpretation) with associated chronic suppurative-granulomatous exudate. Clinical information: infected mesh (umbilicus, abdomen). Gross description: ¿infected mesh and tissue.¿ the specimen consists of a 9.5 x 5.5 x 3.0 cm yellow-tan, fibrofatty fragment with an attached 7.5 x 2.5 cm pale tan skin fragment. There is a centrally located 1.0 cm abscessed area filled with tan-brown, soft material. Free in the container is an 8.0 x 7.5 x 2.5 cm aggregate of synthetic mesh. Some of the attached soft tissue will be submitted. ¿a1, ¿first fragment¿; ¿a2,¿ soft tissue attached to mesh, representative. 07/24/09: methodist lebonheur healthcare. Guy russell voeller, md. Operative report. Preoperative diagnosis: small bowel fistula. Postoperative diagnosis: small bowel fistula. Procedure(s)/ technique: exploratory laparotomy, small bowel resection anastomosis and washout of abdominal cavity. Surgeon: gary voeller, md. Anesthesia: general endotracheal. History and findings: ¿mr. Hester had removed of an infected mesh on july 23, 2009. He had two older pieces of mesh, and it appeared both were probably infected a [sic] the time of surgery. At the time of surgery, there was dense adhesion formation and a lot of granulation tissue from the chronic inflammation. There was one area that appeared to be bowel. It was difficult to differentiate at the original surgery. However, there was no leaking, no obvious drainage or fistula when we inspected it at the original time of surgery. On exploration today, this area had broken down, and it appeared to be a chronic fistulous tract that was probably responsible for his infection in the first place, and it involved an area of the small bowel. Most of the contamination had come out through the wound which we had loosely close since it was an infected wound. There was minimal contamination in the abdominal cavity itself. Description of procedure: the patient was brought to the operating room. After uncomplicated induction of general endotracheal anesthesia, the abdomen was prepped and draped in the usual sterile fashion. There was a small incision from the mesh removal of the prior day. This incision was opened, and the sulcus succus material was irrigated out. We then made out midline incision to enter the abdominal cavity. There was dense adhesive formation, chronic inflammation, very thickened, heavy scarring from the inflammatory process that had been going on for quite some time. Once we got down through this area, we could see this area that we had seen on 07/23 that we could not tell whether it was bowel of not, was indeed bowel, and this area had broken down completely, and the succus was coming out of this area. We mobilized the small bowel. We were able to get all of the small bowel freed up in this area, delivered up into the wound, and then had about a foot, probably a foot and a half of small bowel that was inflamed and angry, so we wanted to get back to good, healthy bowel, so we resected this segment. We used the gia to transect is proximally and distally, and then the mesentery was taken with a ligasure, and this small bowel fistula are [sic] was removed. There were two other areas on this piece of small bowel, but there was only one fistula tract that was leaking. Stable anastomosis was carried out by approximating the 2 lumens of the small bowel with silk stay sutures in a side-to-side fashion. The corner of each stable line was removed, and the gia stapler was fired to create the anastomosis. The common opening was closed with a tia60 green stapler. Mesenteric defect was closed with silk. We then spent quite some time irrigated the entire area of the wound with liters and liters of saline. We debrided the fat and skin that had the contamination from the leakage today and debrided this area. It was elected to bring him back in a couple of days for more definite wound closure in order that we could wash out the wound and evaluate it at a later date. Intraoperatively, I consulted dr. Greg chandler, plastic and reconstructive surgery, and he is available monday, so we took a piece of gore-tex dual mesh. We sewed the to the [sic] fascia as a temporizing closure. We cut some small openings in the mesh to allow for drainage, and the mesh was sutured. We brought the fascia together snugly using the mesh. The patient did not have significant fascia since he had had hernias, and he weighed 360 pounds. However, it did hold the mesh quite well. We then packed the wound. We closed the skin loosely with one stitch. We packed the wound with kerlix. Abds were placed. Abdominal binder was placed, and the patient was taken to the recovery room in serious condition. Sharp count, sponge count, instrument count were all reported as correct x2 at the end of the case.¿ product identification records for the alleged ¿gore-tex dual mesh¿ were not provided. 07/24/09: methodist lebonheur healthcare. Noel t. Florenda, md. Pathology report. Final diagnosis: small bowel fistula: focal areas consistent with transmural fistulous tract formation with area of serositis and focal acute inflammation. The margins appear free of involvement. Clinical information: small bowel fistula tract. Gross description: ¿small bowel fistula.¿ the specimen consists of a 70 cm in length portion of small bowel with attached fat. The serosa is grey-pink with moderate exudate, hemorrhage and adhesions. The specimen is opened, and there is a 1.3 cm open ragged area, which comes to within 15 cm of one surgical margin. This may represent a fistulous tract. The mucosa adjacent to this area is dusky, red-brown. The remaining mucosa is tan, and no additional lesions or areas of interest are grossly identified. ¿a1,¿ surgical margins; ¿a2-a3,¿ serosal adhesions; ¿a4-a6,¿ open, ragged area (possible fistulous tract). 07/27/09: methodist lebonheur healthcare. Guy russell voeller, md. Operative report. Preoperative diagnosis: status post abdominal exploration, small bowel resection, abdominal washout with temporary mesh placement. Postoperative diagnosis: status post abdominal exploration, small bowel resection, abdominal washout with temporary mesh placement. Procedure(s)/technique: reopening recent laparotomy. Abdominal washout. Removal of temporizing abdominal wall mesh. Component separation of the abdominal wall for abdominal wall closure. Abdominoplasty. Cosurgeons: guy voeller, md; greg chandler, md. Anesthesia: general endotracheal. History and findings: ¿mr. Hester presented with infected abdominal wall mesh. He was admitted electively for removal of the mesh, and at the time of surgery had removal of 2 pieces of previously place mesh. At the time of initial surgery, there was no evidence of any gastrointestinal fistula. There was pus from the infected mesh but no evidence of communication with bowel was present. Postoperatively, he began draining small intestinal contents from the wound consistent with small bowel fistula he was returned to the operating room immediately, had resection of the small bowel fistula with a stapled anastomosis, abdominal washout and placemen of temporary mesh closure with intent on returning him to the operating room for permanent closure. The operation today is for removal of the temporizing mesh and then closure of the abdominal wall. Description of procedure: the patient was brought to the operating room. After the appropriate induction of general endotracheal anesthesia, the abdomen as prepped and draped in the usual sterile fashion. The previous midline incision that had been loosely closed was opened. Washout of subcutaneous tissues and skin was done. There was minimal contamination. The previously placed piece of gore-tex was removed and the intraabdominal cavity was washed out thoroughly. Again, there was no evidence of significant contamination. The anastomosis was evident and it was healing well. The bowel was all freed up. Washout was done. At this point, dr. Greg chandler took over the closure of the abdominal wall. He will dictate this portion of the procedure. I assisted dr. Chandler in the component separation of the abdominal wall and the closure of the abdomen. At the conclusion of the closure by dr. Chandler, the patient was awakened and taken back to the intensive care unit in stable condition.¿ records span 07/03/07 to 07/27/09 it should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of mesh due to infection; bowel adhesions; chronic inflammation; scar tissue; pain and suffering. Additional event specific information was not provided.